Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
During an uncertain procedure, two tb-0535fc were used. The ptfe pad of the first device was partially peeled. The ptfe pad of the second device was also partially peeled. The procedure was completed with a similar device. There was no patient injury reported. This is the report regarding the first device. The report regarding the second device is going to be separately submitted.

Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2017-01248 to provide additional information based on the evaluation of the device. The device manufacturer date was identified and filled. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc investigated it on october 5, 2017. The ptfe pad of the subject device broke off. The broken ptfe pad was not returned. The manufacturing record was reviewed and found no irregularities. This type of ptfe pad damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the ptfe pad was worn and partially separated since the user output the device in seal & cut mode without contacting tissue (including after the tissue already cut). The ptfe pad broke off when the user output with grasping the separated ptfe pad. The instruction manual of the device has already warned as follows; warnings: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.